Event description:
Home patient (hp) reports leak in patient line tubing of homechoice set, noted during dwell 1/4 of apd treatment. Hp reports pet cat chewed through tubing line. Baxter technician assisted hp in resetting up with new supplies to complete treatment. No patient injury or medical intervention required per hp.